Event description:
It was reported that the patient had some mild auto inflation issues with this inflatable penile prosthesis (ipp) once while driving a bus. The patient did not provide further information about the issue and the physician believes the problem resolved. No patient complications were reported.